Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced. No reason was provided. Attempts to gather more information have been unsuccessful. No adverse patient side effects were reported. Should additional information become available, this event will be updated.